Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve into a pulmonary autograft in the aortic position from a previous ross procedure, the valve was implanted at 3-4mm into the annulus. Angiography verified patency and flow of the left main coronary artery (lmca). As the delivery catheter system (dcs) was removed into the descending aorta, the valve embolized into the ascending aorta. The valve was snared and was pulled up close to the transverse arch but during each release of tension the valve would slip down into the ascending aorta. The procedure was aborted and later that day an open aortic valve replacement (avr) was performed. No adverse patient effects were reported.